Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014.

Event description:
It was reported that the patient had light headedness and the physician suspected that oversensing of noise was the issue. A new system was implanted on the patient's right side. The existing system was programmed at backup vvi 50 mode and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.